Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted with proper loading techniques, but the alarm persisted, leading to a decision to replace the pump and send goodwill replacements. The customer will use multiple daily injections as backup therapy until a new pump is received.